Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified a device appears to be intact and have biological tissue next to device. Device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed on the device. ¿ wear abrasion observed. ¿ white particles observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device.